Manufacturer narrative:
The impella aic console was received and a failure investigation was completed. Data logs confirmed the reported controller failure alarm. Simulated use testing replicated the controller alarm with subsequent unexpected shut down. Further investigation concluded the problem was caused by a faulty esd suppressor on the impellatronic assembly. After replacement of this component, the device ran without issue. A review of the device history record found no manufacturing issues with this device and applicable systems remain effective. The root cause of the controller failure alarm resulting in an unexpected shut down was a failed esd suppressor.

Manufacturer narrative:
The device was received and an investigation is underway. Should analysis identify a failure of the device to operate to specification, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old caucasian male presenting with right ventricular failure, post left ventricular assist device implantation. The impella rp was inserted for cardiac support. During the procedure, the automated impella controller (aic) console emitted a controller failure alarm, resulting in an unexpected shutdown. Subsequently, the patient became unstable and coded. As treatment, patient was administered medical intervention via inotopes and pressors (medication). Pump was switched to a back- up aic console, and patient became stable. The procedure was completed successfully, thereafter, with no lasting harm.